Event description:
Additional information received reported that the patient was going to have his epidural lead removed on (B)(6) 2015. It was an inactive lead that was not connected and the health care professional was going to remove it for the patient. The health care professional did not think about removing it at the patient's recent lead revision. It was further reported that the lead was removed. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v314721, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# v407722, explanted: (B)(6) 2014, product type:lead. (B)(4)

Event description:
Additional information received reported that the patient had the leads replaced and received new leads on (B)(6) 2014 and was doing well. The manufacturer's representative met with the patient at the post-operative appointment and the patient was doing fabulous/wonderful post-revision. There were no issues and the patient was happy.

Manufacturer narrative:
Product ID 3888-56, lot# v314721, implanted: 2013 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3888-56, lot# v407722, implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-75, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient fell on sunday (2014 (B)(6)) and experienced a sudden loss of stimulation and loss of therapeutic effect. The stimulation location changed and it was on the opposite side which was now the left side. Stimulation was no longer on the right side. The patient¿s pain returned on the right side of the head and was not feeling tingling at that location any longer. The patient only felt tingling at the base of the neck and on the left side. There was less than 50% therapy relief. The doctor¿s nurse practitioner (np) ordered an x-ray of leads on the date of report to determine if they had moved. The manufacturer representative met the patient on the date of report and attempted to cover the painful area with reprogramming but the manufacturer representative was unable to cover the patient¿s painful area. The np was informed of this inability to cover the pain. The patient would follow-up with the np on 2014 (B)(6) and the doctor 2014 (B)(6). The lead impedance was normal. The event occurred during normal use. Diagnostics or troubleshooting included impedance testing and reprogramming. The issue was not resolved. The product status was implanted and remains in service. The patient had a pnfs lead. The patient¿s status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the nurse practitioner did not think leads looked much different than the original implant. The manufacturer representative also left a message with the patient on (B)(6) 2014 to see how he was doing.